Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The displacement, prime, basic occlusion, occlusion and no delivery tests could not be performed. The device also had cracked battery tube threads, cracked case window display corners and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 269 mg/dl. The customer stated that the device was exposed to body sweat. The device was returned for analysis.